Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient felt a pop and observed smoke coming from the sound processor. There are no reports of patient pain, injury, heat from the sound processor, or changes in performance of the implanted device associated with this event. No additional information could be obtained, as of the date of this report, (B)(6) 2012.